Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, foreign objects were found in the nozzle of the subject device. There was no patient involvement.